Manufacturer narrative:
No malfunction of the da vinci s system was alleged. Several attempts to obtain additional information related to this event have been made to the surgeon, risk management and surgical management at the site; however, no response has been received. The hospital has continued to use the system to perform surgery on patients. As of (B)(6), 2010, no adverse events have been experienced with the site's da vinci s surgical system and no similar instances of this event have been reported to isi.

Event description:
It was reported that post a successful da vinci s prostatectomy procedure, the patient experienced blindness. The patient has been seen by a nuero optomologist who confirmed that the blindness was permanent.